Event description:
The customer reported, that the device won't turn on/off. "Not powering on or off at all". And just came back from the manufacture for the same issue. And now is not working again. No patient involvement.

Manufacturer narrative:
A review of the device history record showed, the device had a manufacture date of 09/10/2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device won't turn on / off, "not powering on or off at all", and just came back from the manufacture for the same issue and now is not working again. No patient involvement.